Manufacturer narrative:
The manufacturer did not receive other source documents for review. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta ceramic femoral head l, a, 32/+3.5, taper 12/14 on the left side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to recurrent dislocation.

Manufacturer narrative:
No trend considering the following event is identified: revision due to dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient had biolox delta head implanted on (B)(6), 2015 and it was revised on (B)(6), 2017 due to recurrent dislocation. The head and liner were revised. Review of received data - one undated x-ray is received in which the femoral seems to be centered in the acetabular cup and have no anomalies. Implant stickers of the primary and revision surgery were received. It is seen that during the revision surgery liner, head and cup were revised. Liner and cup were replaced by stryker products, whereas the the head was replaced with zb ciolox delta option head. The deivce was requested for investagation, currently no product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using sap dfmea # 222914, rev 7: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct size of the head diameter, offset and taper size was chosen. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed by zimmer biomet. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: correct handling of the product is out of zimmer biomet control. Conclusion summary according to the reported event the patient underwent a revision surgery due to recurring dislocations of the hip after 2 years 3 months in-vivo time. Received x-ray does not have any date specified, neither surgical reports nor the explants were returned for the investigation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, in the absence of valuable information it is not possible to perform a meaningful analysis of the failure. Nevertheles, possible cause for the dislocation could be inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).